Event description:
A medtronic representative reported two of the site's 4.5mm solera taps bent during usage in a case. The cause was completed without impact to the pt.

Manufacturer narrative:
The site show not to provide pt demographic information. Both instruments have bent and twisted tips. One tip is broken off.